Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that the display did not return after insulin pump rest. The customer's blood glucose was 484 mg/dl at the time of incident. The customer's blood glucose was 113 mg/dl at the time of call. The customer's blood glucose was 124 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return. The insulin pump will be returned for analysis.